Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number; the international list number is unknown. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2020, the patient was found to have a buried bumper and the tubing was removed and discarded. A new stoma site was created with new tubing and duodopa lcig therapy was continued.